Event description:
Reporter alleged obtaining discrepant blood glucose results of 450 mg/dl back to back with a result of 200 mg/dl when tests were performed 5 minutes apart on the advantage system. Reporter stated retesting one minute later with the same system and obtained a reading of 365 mg/dl. Reporter stated purchasing new test strips to use with the system and walked to the fire station to test glucose. Reporter indicated a result of 225 mg/dl was obtained on her advantage system compared to the fire station measurement of 175 mg/dl within 10 minutes from the result of 365 mg/dl. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.